Manufacturer narrative:
The reported event of structural deterioration and due to decreased leaflet mobility and calcification could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, an echocardiogram showed aortic stenosis with max/mean valve gradients of 104mmhg/74mmhg. The patient was hospitalized and diagnosed with structural valve deterioration due to decreased leaflet mobility and aortic valve calcification resulting in stenosis. On (B)(6) 2018, the valve was explanted and a perceval size m valve (B)(4) was implanted. On (B)(6) 2018, the patient was discharged from the hospital. (Clinical study patient ID: (B)(4).